Manufacturer narrative:
On (B)(6) 2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. The customer reported that the printer paper had been installed improperly and the issue has been corrected by installing the paper correctly. The most probable cause of the reported event was due to improperly installed printer paper. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported the printer would not print on their g8 analyzer. The customer is unable to report hba1c patient samples. A technical support specialist (tss) spoke with the customer on the phone to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.